Manufacturer narrative:
No additional info is available at this time. (B)(4).

Event description:
A report was received from the (B)(6) stating that an ht70 ventilator experienced a malfunction during pt use. The customer reported that when connected to the alternating current (ac) power a backup battery failure alarm occurred. The pt was manually ventilated and then transferred to another ventilator. There were no negative pt consequences reported.